Event description:
During a clinic follow-up, the device started pacing at 100 bpm due to an inappropriate magnet response. Technical support was contacted and a magnet was placed on the device, which stopped the ventricular pacing and the patient's intrinsic rhythm returned. The patient was stable and will continue to be monitored.